Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
Technician alleged that the brake casters are swiveling when the brake is set. No pt impact.